Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was pulled apart (overstress). It was also noted that, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that while the physician was performing an unrelated procedure, the lead insulation was inadvertently cut. The lead was removed and replaced. No patient complications have been reported as a result of this event. The lead was returned, analyzed, and subsequently tested out of specification during manufacturer's analysis.